Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Review of the device history records indicates the lot was manufactured and accepted into final stock with no reported discrepancies. The returned device is in used condition with minor damages consistent with normal use. The distal end of the mating shaft has several smaller circumferential gouges and one larger spiral gouge. Signs of galling are present in the base of the gouges as well as the surrounding surfaces. The subject device was able to be assembled with a sample cutting guide. The damages to the mating shaft do not affect the functionality of the device. Functional testing of the subject stylus found the device to be fully functional. Based on the results of the investigation into the associated cutting guide, the device in question did not contribute to the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the stylas could not be inserted into the right cutting guide. No spare product was there, so the surgeon continued to the op.

Event description:
It was reported that the stylas could not be inserted into the right cutting guide. No spare product was there, so the surgeon continued to the op.